Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), endometriosis ("endometriosis"), pelvic adhesions ("pelvic adhesion") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, nausea, endometriosis, pelvic adhesions and ovarian cyst outcome was unknown. The reporter considered abdominal pain, dyspareunia, endometriosis, nausea, ovarian cyst, pelvic adhesions and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: abdominal pain, dyspareunia (painful sexual intercourse), nausea, endometriosis, pelvic adhesion and right ovarian cyst. Reporter information was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.